Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump left button was hard to press. Customer also reported damage to the insulin pump front side. Customer declined keypad anomaly troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with intermittent left arrow button response due to corroded keypad trace. Device was also received with the keypad overlay peeling. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for a day while connected to the test sensor and plug. No unexpected communication errors, calibration not accepted alarms, change sensor or bad sensor alarms, or additional sensor related errors or alarms occurred during testing.